Event description:
Physician reported left side rupture, capsular contracture baker grade IV, breast tightness, swelling, pain, seroma collection, redness, eventual skin opening. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ edema-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ erythema-breast: unable to observe since it is not related to the device. ¿ wound dehiscence-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late, and wound dehiscence.

Event description:
Physician reported left side rupture, capsular contracture baker grade IV, breast tightness, swelling, pain, seroma collection, redness, eventual skin opening. Device has been explanted and replaced.